Event description:
The barcode scanner on the ortho summit sample handling system (pipetter) reportedly misread a sample bar code label on a specimen tube. No death or serious injury was associated with this incident.